Event description:
It was reported to philips that the device's ac power was intermittent and that the device would occasionally shut off. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.